Event description:
The customer reported that the catheter tip fell off inside the pt during a peripheral percutaneous interventional procedure. The tip was removed by use of a snare. The pt did not require any add'l treatment. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device history record was reviewed and found no exception documents. The complaint database was examined and found no similar complaints for this lot number. The device was examined visually and under magnification. The complaint is confirmed, the tip was separated from the body tubing. The area of separation was examined and found evidence of melt flow for the entire circumference of the tubing with no contamination present. The tip was distorted and slightly elongated. Approx 1.9cm distal of the fusezone the first side hole is severely damaged/distorted. In process inspection and testing for this lot showed all samples met force load and break specs. Merit is unable to determine exact root cause for the damage to the distal tip and separation.